Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's son called into the patient services center and stated, "my dad fell, I took him to the ER and he was kind of comatose for a while." The son also stated that, "the ER doctor wanted the data from his ipg sent to the patient's heart doctor." The caller inquired about the patient's schedule for the next transmission date. The caller was informed of the last successful transmission and was referred to the patient's clinic. The device is still active in the patient. No further patient complications have been reported as a result of this event.